Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message when attempting to load a cartridge. Reportedly, the cartridge was filled with approximately 100-120 units of insulin. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the customer added insulin to the existing cartridge and completed the load process successfully. The customer resumed insulin delivery.